Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and siemens reviewed the data provided. Siemens concluded the potential cause to be that the customer manually entered the incorrect results from the previous sample into their systems. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer erroneously reported discordant carbon dioxide and potassium patient results obtained on a dimension vista 500 instrument. The initial results were from a separate, unrelated sample and reported to the physician(s) as the results for another patient. The physician(s) questioned the results and the customer ran the correct, corresponding sample to the patient on the same instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a discordant carbon dioxide and potassium patient results.